Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on july 05, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the stent first flange failed to fully expand after being deployed. A second plastic stent was deployed inside the original stent to facilitate expansion and it was noted under fluoroscopy that the first flange eventually expanded. The original stent remains implanted and the procedure was completed. There were no patient complications were reported as a result of this event. The patient's condition after the procedure was reported to be fine. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."